Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had crack was seen on reservoir thread, ring of insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.